Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm when two batteries were fully charged. One battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis was not conducted since log files were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, above 10% relative state of charge, are most often attributed to communication errors between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two critical battery alarms. The associated battery was removed from service with no reported patient consequences.